Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad to treat the target lesion. At 30 day and 6 month and 1 year follow-up, pt was asymptomatic/free of symptoms. It is reported that the pt expired approx 18 months post index procedure. The cause of death is reported as non-sudden death. It is unk if the pt death was related to the study stent, as no further info has become available. Autopsy report is not available.

Manufacturer narrative:
(B)(4): eval results: death.